Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
The customer had an inaccurate fill estimate and received an insufficient insulin message while loading a cartridge. There was no impact to the customer's blood glucose level.